Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings:on investigation, the alleged prime issue was verified in the black box but not duplicated during the evaluation. Review of black box data found loss of prime warning due to zero force and also load step malfunction warning on the same date. Using the returned caps, the pump powered up properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. A normal bolus and an audio bolus were delivered and recorded correctly. The force sensor calibration reading was within specifications. The pump casing was opened and intermittent condition was found on the force sensor connector wire. Unrelated to the complaint, a battery compartment crack was found below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).